Manufacturer narrative:
Investigation summary: bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for missing label with the incident lot was not observed. This product does not have a label attached it has a label printed on the outer wall of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode missing label. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was no label or missing label information. This event affected 200 tubes. The following information was provided by the initial reporter. The customer stated: "lot 2227716 gold 5ml tubes with not label on x2 packs =200 tubes."

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was no label or missing label information. This event affected 200 tubes. The following information was provided by the initial reporter. The customer stated: "lot 2227716 gold 5ml tubes with not label on x2 packs =200 tubes."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for missing label with the incident lot was not observed. This product does not have a label attached as it has a label printed on the outer wall of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode missing label as this product does not come with a paper label.